Manufacturer narrative:
Based on the investigation performed, it was determined that the product was manufactured to specifications at this time. The knot at the tip of the guidewire was confirmed, but we are unable to determine the cause or factors that contributed to this event. Previous investigations by the device manufacturer stated that possible contributing factors to the event may have been resistance in the guidewire during insertion and/or the patient's anatomy. The instructions for use state "do not advance the guidewire or catheter if unusual resistance is encountered".

Manufacturer narrative:
An investigation has been initiated. The device will be decontaminated for safe handling and returned to the contract manufacturer for evaluation.

Event description:
Guidewire tip knotted in vein during insertion procedure-unable to remove.